Event description:
It was reported that the device was being used for live demonstration during an end-user training. During the training, it was unplugged and running on battery power, 4 modules attached however 2 were running infusions at the time. Estimated run time on the screen was indicating approximately 4 hours. Shortly after device had battery discharged alarm. User powered system down, plugged device into to ac power, powered on and restore programmed infusions. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: annex a: a25; annex b: b14; annex g : g07001. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device was being used for live demonstration during an end-user training. During the training, it was unplugged and running on battery power, 4 modules attached however 2 were running infusions at the time. Estimated run time on the screen was indicating approximately 4 hours. Shortly after device had battery discharged alarm. User powered system down, plugged device into to ac power, powered on and restore programmed infusions. There was no patient involvement.